Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder stabilization surgery the tip of ar-3638 broke off. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint is not confirmed. One ar-3638 inserter was received for investigation. Visual inspection concluded without the observance of any breakage along the inserter shaft. It was noted, however, that one of the two prongs at the distal tip had slightly bent. The thickness at the distal tip of the inserter shaft was assessed using digital micrometer ID: 224, and was found to meet design specifications. The method used to prepare the bone, as well as the bone quality encountered, were not provided. No suture components were returned with the inserter for assessment.